Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to a loose defib-monitor flex cable on the monitor board. The defib-monitor flex cable was reseated to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.